Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to remove (clip entangled with a subvalvular chord) appears to be due to the reported poor image resolution. The poor image resolution was due to the ring of the annuloplasty. The reported patient effect of tissue injury (valve damaged) was due to the entanglement. The reported worsening mr appears to be a cascading effect of the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment/intervention was provided for the patient effects. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial report, on (B)(6) 2024 the slda clip was stabilized with an xt clip, reducing mr from grade 4 to 3. The physician wanted to further reduce the mr, so another clip was prepared and advanced. After grasping, the gradient increased to 9 mmhg so the clip was attempted to be brought back into the left atrium (la) but it was entangled with a subvalvular chord. The clip was eventually brought back into the la and removed from the patient. However, it was noted there was damage to the valve and mr had increased to 4+. Despite this, the patient was noted as stable. The gradient returned to baseline.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.